Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple supply changes were performed, however, issue continued to occur. A pump reset was performed as an attempt to resolve the issue; however, issue continued to occur. A replacement pump was provided to resolve the issue.